Event description:
The customer reported the subject device was not displaying an image. The reported issue was identified prior to an unspecified diagnostic procedure. The intended procedure was completed using another device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be due to printed-circuit board failures (s-board and qb-board). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to printed-circuit board failures (s-board and qb-board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.